Event description:
Customer reported device gets very hot and the battery case has poor contact. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, there were no failures identified during evaluation. The device was returned to the customer on (B)(4) 2013. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.